Manufacturer narrative:
(B)(4) follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
Material # 305916 batch #(B)(6). It was reported that the bd safetyglide needle hub had a hole / was cracked / damaged. The following information was provided by the initial reporter: it was reported by customer that the needle hub was faulty, no med delivered as vaccine sprayed outwards verbatim: rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2025. Type of incident/problem: failure (i.e. While preparing for, in use, after use) level of harm: minimal harm . Ahs optional report to **** (health canada): incident details: writer attempted to give menc in left upper arm, unfortunately the needle hub was faulty, no med delivered as vaccine sprayed outwards, reattempt and successful with new needle and vaccine in right upper arm. Who was affected? Patient. Unexpected or prolonged care? Yes. Procedure: vaccination. Device information device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: (B)(6). Expiry date: 2027-09-30. Supplier: **** supplier/catalogue number: 308-305916. Is the device retained? Yes. Number of devices: 1. Wiped, contained, labelled? Followed vendor¿s specific instructions investigation request. Expected type of investigation: actual device tested; lot review e-mail address for person holding device:*** clinical contact information manager (cc on final report): ***

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be file